Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the surgeon side console (ssc) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress.

Event description:
It was reported that the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) to report that the surgeon side console (ssc) right master tool manipulator (mtm) was not working. The tse reviewed the logs and noted error 1 and that the site had disabled the right mtm. The site was continuing with the procedure at the time of the call. No known impact or patient consequence was reported.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and the reported failure (error 1) was unable to be reproduced but could be confirmed as having occurred via the field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. Other tests were also performed and passed.

Event description:
Refer to h11 for follow-up information.